Manufacturer narrative:
Additional information has been requested. Subject device is an instrument and is not implanted. No investigation could be performed, no conclusion could be drawn as no device was returned.

Event description:
The tip of a conical extraction screw broke off inside the head of the screw while trying to extract it. The surgeon was unable to complete the extraction and left the tip of the extraction screw in the screw head in the patient's hip.